Event description:
(B)(6) had pain pump filled on (B)(6) 2011 at (B)(6) medical center by dr (B)(6). I am his wife and have power of attorney over him. On morning of (B)(6) 2011 he would not wake up. Rushed to hospital. No one could turn off pump. Doctor would not show up. Someone called medtronic and a person came and turned pump down. He said to turn off would be more traumatic. Husband had a stroke that wiped out the total right side of his brain. After this he developed parkinsons disease. Psychiatrist put him on meds because brain was out of control. Delirium set in and he was combative. Had to wear boxing gloves to not hurt anyone. He choked me once, but I managed to get away. Was in and out of hospital and psychiatric hospitals for a year and then admitted to a nursing home for several months. No one knew how to control his moods. When they finally put him on depakote and kepra to stop the seizures he calmed a little. I am his wife and I took him home after 7 months in nursing home because no one knew how to take care of him. He came home (B)(6) 2012 and I have cared for him along with a cna who watches him while I work. This has been the most traumatic thing that could ever happen to anyone. He cries out "I wish I would die". I try to help him cope because no one wants to live like a caged animal. Several times he has had severe ischemic colitis. The first time was a few months after the incident where they found fluid where the pump came out that caused an eleven centimeter infection of the colon. Now his colon has slow blood flow, but he cannot be put on blood thinners because of a risk of a fall that would cause him to bleed out before ambulance could get to him. No one should ever be implanted with this device. Wish we had researched more about the pump and wish others had before it was put out on the market. My husband was (B)(6) then and now is (B)(6) and has the worst disability you can imagine. I have to pull him up from a sitting position in order for him to walk slowly to the table to eat and have to assist him where he goes. He has anger moods that come and go. The doctor says his brain is like a record with bad spots in it. You never know when anger will happen.